Manufacturer narrative:
The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The olympus service team received a mdhp100s for the reported issue to activating without stepping on the foot pedal. The handpiece was visually inspected for damages. There were no discernible abnormalities found aside from cosmetic damages typical of wear and tear. Functional testing was performed on the device and no issues were found. The user request could not be duplicated. The root cause could not be determined as reported issue was not duplicated. Additionally, per DHR and functional checklist, it is likely that the device was shipped free from damages. This suggest that damages incurred may have been as a result of transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the handpiece device was activating without pressing the footswitch and was turning on without stepping on the foot pedal. The device was replaced with another working device for the intended procedure. No other information was provided regarding the event. No patient harm or impact was reported. No user harm or injury reported due to the event.